Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] . Coughing [coughing] . Rhinopharyngitis/ commpm cold [rhinopharyngitis] . Fibromuscular pain [fibromyalgia] . Loose teeth [loose tooth] . Hair loss [hair loss] . Chronic bronchitis [chronic bronchitis] . Muscular pain/fibromuscular pain [muscular pain] . Tendinitis [tendinitis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On unknown date she experienced cough ("coughing"), nasopharyngitis ("rhinopharyngitis/ commpm cold"), fibromyalgia ("fibromuscular pain"), loose tooth ("loose teeth"), alopecia ("hair loss"), bronchitis chronic ("chronic bronchitis"), myalgia ("muscular pain/fibromuscular pain ") and tendonitis ("tendinitis"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, cough, fibromyalgia, loose tooth, medical device removal, nasopharyngitis and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to bronchitis chronic or myalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2025: quality safety evaluation of ptc. Further company follow-up with the reporter or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Coughing [coughing]. Rhinopharyngitis/ commpm cold [rhinopharyngitis]. Fibromuscular pain [fibromyalgia]. Loose teeth [loose tooth]. Hair loss [hair loss]. Chronic bronchitis [chronic bronchitis]. Muscular pain/fibromuscular pain [muscular pain]. Tendinitis [tendinitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On unknown date she experienced cough ("coughing"), nasopharyngitis ("rhinopharyngitis/ commpm cold"), fibromyalgia ("fibromuscular pain"), loose tooth ("loose teeth"), alopecia ("hair loss"), bronchitis chronic ("chronic bronchitis"), myalgia ("muscular pain/fibromuscular pain") and tendonitis ("tendinitis"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, cough, fibromyalgia, loose tooth, medical device removal, nasopharyngitis and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to bronchitis chronic or myalgia. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new event medical device removal added. Case became serious incident. Additional reporter (lawyer) added. Cluster ID added. Essure removal dates & details updated. Further company follow-up with the reporter or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , coughing [coughing] , rhinopharyngitis/ commpm cold [rhinopharyngitis] , fibromuscular pain [fibromyalgia] , loose teeth [loose tooth] , hair loss [hair loss] , chronic bronchitis [chronic bronchitis] , muscular pain/fibromuscular pain [muscular pain] , tendinitis [tendinitis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On unknown date she experienced cough ("coughing"), nasopharyngitis ("rhinopharyngitis/ commpm cold"), fibromyalgia ("fibromuscular pain"), loose tooth ("loose teeth"), alopecia ("hair loss"), bronchitis chronic ("chronic bronchitis"), myalgia ("muscular pain/fibromuscular pain") and tendonitis ("tendinitis"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, cough, fibromyalgia, loose tooth, medical device removal, nasopharyngitis and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to bronchitis chronic or myalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon internal review, it was identified that case (B)(4). (Bcz-2024-fr-002445) and case (B)(4) (bcz-2024-fr-000126) are duplicates of each other. All the information from this case has been transferred to (B)(4). Hence, this case has to be nullified from argus database. Nullification reason: duplicate case identified with fu information. Further company follow-up with the reporter or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.